Manufacturer narrative:
The pump was received with a missing display window cover and there were not any defects or fingerprints found on the lcd display window during an initial physical inspection. The pump passed the self test. The trace and history files were successfully downloaded using thus. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, pillowing keypad overlay, missing display window cover, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Missing the display window cover is confirmed. The partially display/missing segments (fingerprint on the screen that does not go and it is difficult to read the display as it is showing only partial display) complaint is not confirmed. Moisture damage was found during a visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced missing segments/partial display, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1715kl. Troubleshooting was performed customer reported labeling issue. Product labels reported as missing, removed, worn, faded, or damaged following usage and also reported a partial display. Customer inserted a new fully charged battery and display did not return to normal. No harm requiring medical intervention was reported. Mmt-1715kl was requested and customer response was the device will be returned.